Event description:
A hospital in (B)(6) reported that an (B)(4) baby control cosycot infant warmer was displaying an e17 error code and that the heater head harness was discoloured. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the defective warmer head assembly of the (B)(4) baby control cosycot infant warmer was returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: visual inspection revealed that the harness connector housing on the upper and lower housing was discoloured. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. All components on the harness assembly of the infant warmer are enclosed in a fire retardant sheath inside a fire retardant enclosure and are fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.